Event description:
It was reported that the lead had been programmed unipolar due to high impedance, high threshold, and possible lead fracture. Later during a device changeout for normal battery depletion, the physician nicked the lead during incision into the pocket. Since the lead had previous issues, the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).